Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted due to an insulation anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Internal insulation abrasions were found between 12.5cm and 13.5cm, and at 34.4-35cm from the tip electrode. External insulation abrasion was found at 16.3-16.6cm from the tip electrode, consistent with lead friction to another device or featurre of the heart. External insulation abrasion were noted at 48.7-48.9cm and 49.7- 49.9cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at all abrasion locations.